Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced high blood glucose event. The customer's blood glucose was 482 mg/dl at the time of incident and treated with insulin pump. Customer received a button error alarm and the blood glucose reading was 500 mg/dl at the time of call and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer stated that no significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during failure analysis. The insulin pump was received with no button response due to corroded act button keypad trace. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.